Event description:
It was reported to philips that the device failed to power on during clinical use; host pc replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii no hdd, reapplied the license, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).